Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and identified the residue within the cds containers. The technician found that the detergent injection lines were not correctly calibrated within the cds causing the reported residue. The technician re-calibrated the detergent injection lines, tested the unit, and confirmed it to be operating according to specification. The unit is not under steris contract for preventative maintenance services. The technician identified the cds calibration issue to be caused from improper maintenance of the reliance eps unit. The steris service technician will work with the facility to ensure calibration maintenance activities are understood and implemented. No additional issues have been reported.

Event description:
The user facility reported undissolved detergent residue left in their chemical delivery system (cds) containers after completed processing cycles. Procedure cancellations were reported as a result of having to reprocess instruments when residue was observed.